Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported during dwell 3/5 of the patient's pd treatment a baxter solution bag became disconnected from the adaptor and a fluid leak was noted. The contact stated the fluid did not get on the cycler and was only on the floor. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had reported the apd luer lock connector and baxter extraneal icodextrin solution came apart during dwell 3 of treatment and confirmed there was no patient injury or associated adverse event as a result of the reported issue. Per pdrn the patient was trained on performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy if needed and stated the patient contacted the on-call pdrn, who met the patient in-clinic and assisted the patient with completing manual exchanges to complete her remaining treatment. Per pdrn the patient did not require any prophylactic medication, medical intervention or additional treatment as a result of the reported issue, and no adverse event occurred. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown. The pdrn encouraged the patient to call and report the issue to technical support should the issue re-occur, and stated the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.